Event description:
During course of rotablator procedure, wire used to advance burr dissected left anterior descending. The rotablator wire was removed and replaced with original bmw guidewire in an attempt to bypass dissection. Unable to do so, and a choice pt wire was next utilized and although it advanced, there was no evidence that it was in the true lumen. Perivascular staining was evident. Emergency cv surgery consult. In preparing for surgery, pt became progressively hypotensive, pericardiocentesis performed. Sent for emergency surgery.